Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the er320 clip applier staples did not form properly. Another applier was opened to complete the case. There was no consequence to the pt.